Event description:
It was reported that dr. Was working on an open ankle fracture and he was attempting to close syndesmosis with our mantis forceps. He applied the forceps through the fibula and tibia and passed over the tongs to be held by the scrub tech. At this point he attempted to put his syndesmosis screw in and the spring popped open in the forceps. He then re-applied the forceps to get his reduction again and as soon as he let go of the forceps the spring popped again. For the third attempt, he had the scrub tech hold the spring while he put in the screws.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.